Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2009 and mesh and mini arc sling were used. It was not stated which product was implanted during which surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and a cystocele on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mini arc sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The outcomes attributed to the device were pain, erosion, infection, recurrence, and urinary problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.